Manufacturer narrative:
(B)(4). The lead remains implanted but disconnected from the neurostimulator.

Event description:
In jan 2021 the patient was implanted with the rns neurostimulator and three leads (two depth leads in the right hemisphere and one strip lead in the left hemisphere. One depth lead and one strip lead were connected to the rns neurostimulator during the procedure). In jun 2022 there was unusual signal observed on the right depth lead during ecog review. At that time the doctor felt that there was sufficient lead activity and no changes were made. In july 2022, the signal artifact was determined to be on the third contact of the right depth lead. During the jul 2022 clinical visit the lead in question was programmed to discontinue stimulation but detection was left active. The patient does experience fall seizures, which may be the cause of the lead break. On (B)(6) 2022 the patient underwent a lead revision. The lead in question was disconnected from the neurostimulator and the other (previously implanted) depth lead was connected. The lead in question remains implanted.